Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, around 3am, the patient woke up and went to the bathroom when he suddenly passed out and fell. The fall caused the patient to break his ankle. Around 330am, the patient¿s wife found the patient. There was no documentation of the patient¿s wife providing the patient with any medication or treatment. The patient stated he was unconscious for approximately 20 minutes. Once he regained consciousness, the patient got up and self-treated by eat some food and bananas. The patient reported that his cgm value was low (specific value was not reported) and that his dexcom device did not provide him with any alert notifying him of his hypoglycemic state. The patient then went back to sleep. The following day, the patient noticed his ankle was swollen. Therefore, the patient went to the ER and an x-ray confirmed the patient¿s ankle was broken. The patient¿s ankle was put in a brace and the patient was scheduled to have surgery next week. The patient was ¿feeling better but his ankle was still broken¿ at the time of report. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional clarification was obtained from the patient on (B)(6) 2026 and data was evaluated on 03/17/2026. It was reported that an adverse event occurred. The patient reported that on (B)(6) 2026, at approximately 3:00 a.m., he awoke and went to the bathroom, where he suddenly lost consciousness and fell. The fall resulted in a broken ankle. At approximately 3:30 a.m., the patient¿s wife found him on the floor. There was no documentation indicating that the patient¿s wife provided any treatment or medication at that time. The patient stated he had been unconscious for approximately 20 minutes. After regaining consciousness, he got up and self-treated by eating food and bananas. He reported that his cgm displayed a low value, although the specific value was not provided, and stated that his dexcom device did not deliver any alert indicating he was in a hypoglycemic state. Following self-treatment, the patient returned to sleep. The next day, the patient noticed significant swelling of his ankle and went to the emergency room. An x-ray confirmed an ankle fracture, and the ankle was placed in a brace. The patient was initially scheduled to undergo surgery the following week. During follow-up communication on (B)(6) 2026, the patient reported that he opted not to proceed with surgery. Instead, he chose to wear a walking boot for three months, including 1.5 months of immobilization. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. B5: describe event or problem - correction/additional information. B6 relevant tests/laboratory data,inclu - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: medical device problem code - correction. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data. H11: additional narrative.